Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the reported information, the reported difficulties and subsequent patient effects appear to be due to case circumstances. It is likely that the filter migrated distally due to difficulties positioning the stent systems over the barewire due to anatomical conditions. The difficulty removing may also be the result of anatomical conditions. The reported patient effects of vasospasm and dissection are listed in the emboshield nav6 instruction for use (IFU) as known possible adverse events that may be associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xact stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right internal carotid artery. An emboshield nav6 embolic protection system (eps) was used along with a 9x30x136 xact stent delivery system (sds) and a 8x40x136 xact sds. All devices were deployed successfully, however it was reported that the filter of the eps moved distally in the vessel, and the filter faced resistance during removal with the anatomy. The vessel had a spasm, which was treated with an unspecified micro-catheter and 10 units of verapamil were administered. A 3x20mm unspecified balloon dilatation catheter was used, and a dissection was noted. The patient developed a cerebrovascular accident, so the patient was transported to another account. The patient was slowly improving, so a second intervention was deemed unnecessary. The patient was diagnosed with hyperperfusion syndrome, and the occlusion was tight. There was a clinically significant delay in the procedure. No additional information was provided.